Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient noted she had obtained elevated blood glucose readings ranging from 300 mg/dl to 350 mg/dl during the night when the pump had powered off, and she did not wake to the alarm. At that time, the patient experienced the symptom of nausea. The patient was able to prime the pump and take corrective bolus doses of insulin. The patient did not seek any medical attention. Troubleshooting revealed there was no damage to the battery compartment or battery cap and there had been no exposure to moisture; the battery cap was secure and tight. It was also determined the patient had not ever replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose levels and symptom were not indicative of severe injury as defined by animas. However, as the pump power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation process. The black box verified evidence of power on resets. There are no alarms related to the complaint in the alarm history. No damage was found to the returned battery cap or the battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The height and width of the cap were within specifications. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. Removed the pump cover; no evidence of moisture or evidence of damage to the power circuit was observed.